Manufacturer narrative:
The patient effect of allergic reaction is addressed in the no-fault risk assessment as a potential post-procedural complication associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. It is not known if the product used was an rx or otw vision. The vision IFU for both products within the us warns that, "persons allergic to l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten, nickel) may suffer an allergic reaction to this implant." In this case, it is possible that the allergic reaction could be related to the stent implant material, or side effects associated with medications prescribed to the patient, however, this cannot be confirmed.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: allergic reaction, treatment with medication. Device issue: no device malfunction has been reported. It was reported that a patient with a known nickel allergy, received a sixth coronary stent implant in 2009, which was a vision stent. Of the five previously implanted stents, four were non-abbott devices and the fifth is unknown. Approximately one week post vision stent placement, the patient experienced hives over the entire body. The patient was evaluated by an allergist who reported that it was doubtful that the hives were related to the stent. The patient's medications will be evaluated for possible allergies. The hives are continuing. The treatment was unknown. There is no additional information available.